Event description:
During patient use, suddenly a "switched to backup battery" occurred when the ac cable was removed. Replacing the power pac battery resolved the issue. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.